Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was noted that the scope lock lever dislodged from the urolift 2 handle. Investigation of the returned device on 13 february 2023 confirmed that the cover plate subassembly was broken in the region where the cystoscope is inserted and that a 5mm fragment and a 1.2mm fragment were unaccounted for. The physician was notified and indicated that no further follow up action was planned. No patient adverse events were reported.